Manufacturer narrative:
Device not returned.

Event description:
Ci was stable as 2.0 up til 3 hrs. After the insertion, then ci went up to 5.0 intermittently. It was used during laparotomy for cancer pt. Pacing rate was 70 bpm, all pacing. On the pt monitor, heart rate was shown as 70, but on the vigileo, 70, 80, 100 and 120. Electrosurgical knife was not used. Vigileo monitor was changed, but it did not fix any problem. The sensor was changed and was solved. No pt complications.